Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - clinical code - 4461 -respiratory arrest.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient had significantly elevated blood glucose levels the day prior, while out of town, with readings reaching approximately 300 mg/dl. He flew back home on monday afternoon. On the evening of his return, the patient fell off the bed. The patient's daughter responded immediately by retrieving the patient¿s insulin. The patient then self-administered insulin, injecting it into his abdomen. Shortly after the injection, the patient ceased to breathe. An ambulance was called. Upon arrival, paramedics initiated cardiopulmonary resuscitation (CPR). CPR was performed for approximately 1 hour and 30 minutes. Following this prolonged resuscitation effort, the patient¿s pulse was successfully restored. The patient was stabilized and pulse returned post-CPR. This had caused the patient to be admitted into the intensive care unit for days. The allegations against dexcom were unclear. At the time the patient developed symptoms, the cgm displayed a reading of 40 mg/dl, while a blood glucose (bg) test showed 39 mg/dl. At the time of the report the patient was still hospitalized. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.